Event description:
Same case as MDR ID: 2134265-2015-03212. It was reported that balloon pinhole occurred. A wallstent was implanted in the target lesion. Then, there were two14-6/5.8/75 xxl¿ vascular balloon catheters were used for dilatation. However, post-dilatation, pinhole was noted. The physician completely removed the xxl¿ vascular balloon catheters and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).